Event description:
Pt had essure procedure done some time after 2008. She did not have hsg done due to financial issues. She experienced an ectopic pregnancy in left tube in (B)(6) 2011. Doctor noted that there was a perforation in the left tube. He reported that he performed a mini lap tubal/left salpingectomy. Pt became pregnant again in (B)(6) 2011. Ultrasound done for pregnancy noted that there was an essure coil in place on left side. Another ultrasound done in (B)(6) 2012, showed a coil on right side. Second surgeon removed right side essure device hysteroscopically and removed a portion of an essure device on left side through a salpingostomy. He then performed a bilateral salpingectomy. Pt is fine.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.